Event description:
Additional information was received which indicated that the respiratory rate trend was programmed off to eliminate oversensing, however, now there are high out of range pace impedances on the ra lead. The patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited noise, oversensing, and inappropriate atrial tachy response episodes on the right atrial (ra) lead. The oversensing did not cause pacing inhibition. Boston scientific technical services (ts) confirmed the noise is consistent with minute ventilation. At this time, the ICD and ra lead remain in service. No adverse patient effects were reported.